Event description:
The pt reported receiving an e4 (occlusion) alarm. The pt was trying to administer a bolus when the e4 alarm occurred. The pt checked the tubing of her infusion set and insulin was leaking out at the luer lock connection. The pt was instructed to change her infusion set tubing and the infusion device began to operative properly. The pt's blood glucose elevated to 315 mg/dl and returned to her normal range of 100 to 130 mg/dl after changing her infusion set. The pt did not report any symptoms with her elevated blood glucose. The pt called in and stated her blood glucose has been great. The pt did not need assistance from a healthcare professional or second party. The product has been requested for return to be evaluated.